Event description:
The clinician reports that the day the implant was placed in ada 7 of the patient's mouth, failure occurred upon insertion. Primary stability not achieved and implant surface not completely covered with bone. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.